Manufacturer narrative:
An event of separation problem and migration of the valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported valve migration is likely related to procedural condition. However, the cause of the separation problem could not be conclusively determined. It is possible procedural condition contributed to the reported event; however, this could not be confirmed. The reported interventions were a result of case-specific circumstances as CPR/resuscitation and another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the patient presented with mild leaflet calcium, and a 41-degree aortic valve angle, a 23.7mm average annulus diameter, 428.1 area, a 74.8mm perimeter, and a 75.6mm left ventricular outflow tract (lvot). Pre-dilatation was performed utilizing a 22mm true balloon. It was confirmed that the device that was recaptured fully (20276266) was the same device which embolized. It was noted that the valve was unable to be removed due to the patient was hemodynamically unstable. During prep for final deployment, the implanter ensured that the delivery system (ds) was in a neutral position to slight forward pressure and the guidewire was pulled to a midventricular position to deflect the nosecone. It was noted that prior to release, the implant depth was believed to be 80% but was difficult to determine between compressions. It was noted that the user was uncertain of what the calcium score was to verify sufficient calcium to allow anchoring. Following deployment, the valve migrated towards the aorta, just above the sinotubular junction (stj). The valve was implanted at a depth of 3mm on non-coronary cusp (ncc) and 5mm on left coronary cusp (lcc). It was noted that during final deployment, the implanter confirmed that all three tabs had been successfully released, using two different views. A second valve, a 27mm navitor vision, was then implanted inside the index valve. In the physician's opinion, the cause of the migration was possible due to compressions, tension in the system, or a stuck tab. No additional information was provided.

Event description:
It was reported that on (B)(6) 2025, a 27 navitor valve was chosen for implantation, utilizing a large flexnav delivery system. A pre-dilatation balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. However, following pre-bav, the patient experienced symptoms related to aortic insufficiency (ai). The patient was intubated, and compressions were started. The valve was deployed, requiring 2 partial recaptures and 1 full recapture. It was noted that the full recapture was done while inside the patient. Following deployment, initial navitor valve embolized during compressions. A second valve, a 27mm navitor vision was then deployed successfully. The patient was transferred to the intensive care unit (ICU) intubated, but stable at the end of the case.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.